Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. While the patient complained of mesh erosion one year post implant of the bard flat mesh, there was no indication of a previous medical diagnosis of erosion and there were no medical records provided to support the complaint of mesh erosion made by the patient. Based on the medical records provided it does not appear that the implanted bard flat mesh was involved, manipulated or explanted during the revision procedure in 2011. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard..

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with uterine prolapse, sliding urethrocele, enterocele and stress urinary incontinence. The patient underwent a laparoscopic vaginal hysterectomy, laparoscopic sacrocolpopexy with implant of a bard flat mesh, implant of a non-bard davol retropubic sling and an enterocele repair. On (B)(6) 2006 - the patient presented to the ER for a third time in two weeks with complaints of chronic pelvic pain. The patient also reported having mesh erosion. A CT scan was performed which did not have any evidence of any abnormality at that time. On (B)(6) 2011 - the patient was diagnosed with vaginal prolapse, cystocele/rectocele and pelvic pain. The patient underwent abdominal uterosacral colpopexy, lysis of adhesions, anterior/posterior repair, perineorrhaphy and cystoscopy. During this procedure inspection of the apex of the vagina, intra-abdominally was carried out digitally and visually, and no foreign material was noted. It was also noted that palpation was carefully carried throughout the entire vaginal circumference and no evidence of foreign object was noted. On (B)(6) 2013 - patient had an md office exam with complaints of pelvic pain and some pain with urination. Per the md exam notes "vaginal exam showed tenderness and a cystocele, but no abnormalities and no erythema. However, the tissues appeared slight atrophic. Her pain was easily elicited by palpating along the urethra and anterior vagina, and again along the posterior wall, where ther is scar tissue. There is no pain in the external genitalia. With the bimanual exam the ovaries seemed normal but has right sided pain with palpation." The patient was diagnosed with pelvic pain and hematuria.

Event description:
As reported on 08/25/2016: the following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient was diagnosed with uterine prolapse, sliding urethrocele, enterocele and stress urinary incontinence. The patient underwent a laparoscopic vaginal hysterectomy, laparoscopic sacrocolpopexy with implant of a bard flat mesh, implant of a non-bard davol retropubic sling and an enterocele repair. (B)(6) 2006 - the patient presented to the ER for a third time in two weeks with complaints of chronic pelvic pain. The patient also reported having mesh erosion. A CT scan was performed which did not have any evidence of any abnormality at that time. (B)(6) 2011 - the patient was diagnosed with vaginal prolapse, cystocele/rectocele and pelvic pain. The patient underwent abdominal uterosacral colpopexy, lysis of adhesions, anterior/posterior repair, perineorrhaphy and cystoscopy. During this procedure inspection of the apex of the vagina, intra-abdominally was carried out digitally and visually, and no foreign material was noted. It was also noted that palpation was carefully carried throughout the entire vaginal circumference and no evidence of foreign object was noted. (B)(6) 2013 - patient had an md office exam with complaints of pelvic pain and some pain with urination. Per the md exam notes "vaginal exam showed tenderness and a cystocele, but no abnormalities and no erythema. However, the tissues appeared slight atrophic. Her pain was easily elicited by palpating along the urethra and anterior vagina, and again along the posterior wall, where ther is scar tissue. There is no pain in the external genitalia. With the bimanual exam the ovaries seemed normal but has right sided pain with palpation." The patient was diagnosed with pelvic pain and hematuria. Addendum per medical records (edited by cd lpn (B)(6) 2016): (B)(6) 2006: the patient presented to the hospital ER for the 3rd time in the previous 2 weeks for the complaint of chronic pelvic pain. (B)(6) 2013: the patient had an md office exam with complaints of pelvic pain. Addendum per medical records (B)(6) 2019: (B)(6) 2006: the patient underwent a laparoscopic lysis of adhesions, vaginal excision of eroded mesh (bard/davol), with primary re-anastomosis of vaginal mucosa. Operative dictation notes: "in the midline there were dense adhesions from the sigmoid to the posterior cul-de-sac and vagina, and a band of mesh anterior to the rectum was extending to a dense, adherent position on the superior apex of the vagina." Operative dictation also notes: "the eroded mesh (bard/davol) was visible, encased in granulation tissue and an anterior/posterior dimension of approx. 3cm at the vaginal apex, with some induration surrounding the mesh." A "wide band" of the mesh was excised. (B)(6) 2011: the patient underwent an abdominal uterosacral colpopexy, lysis of adhesions, anterior/posterior repair, perineorrhaphy and cystoscopy due to complaints of vaginal prolapse, cystocele/rectocele, and pelvic pain. (B)(6) 2014: the patient presented to the md office with complaints of spotting for the first time since 2005 and office notes state the patient is "worried something is wrong with mesh again." Md notes the vaginal exam showed no abnormalities and the patient is probably bleeding due to recent sexual activity "but that there are no lacerations, infections or anything happening with the mesh."

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included medical records and general patient outcome allegations: at this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."